Manufacturer narrative:
The ventilator was reported to fail the internal leakage test and the breathing safety valve test during pre-use check. Our field service engineer investigated the device on site and replaced the expiratory channel printed circuit board (pcb). After replacement the ventilator passed pre-use check and was returned for clinical use. No parts or device logs were available for further investigation therefore the root cause cannot be determined.

Event description:
Manufacturer ref (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).